Manufacturer narrative:
The field service engineer (fse) stated that the repair is complete. There were no parts replaced. When opening the equipment, it was detected that the speaker connector of the motor controller board was loose. Plugged the cable again and checked all other cables and connectors, eliminating a possible defect contact in any other connections. The equipment no longer failed the audio. The error was found in the log, and the unit was not in use on a patient. Upon further investigation, MFR report was reported in error. The error was found in the log, and there was no patient involvement. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported that the unit displays content high priority message ¿failure in audible alarm¿ with symbol on, thus preventing the patient use. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.